Event description:
The surgeon performed a medial partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). During the procedure, on (B)(6) 2010, femoral implant peg holes were burred farther medially than planned. The surgeon determined that the proper course of action was to correct the location of the post holes using mako manual instrumentation, and the implant was placed successfully according to the original plan.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The event was likely caused by an inadvertently shifted femoral bone array between the surface resection and post hole resection. Communication was made to all makoplasty specialists (mps) to reinforce the rio's instructions for use regarding the consequences of not checking the integrity of the rio and bone registrations between resection steps of the same component, and to recommend verifying these checkpoints prior to every burring step.